Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a definitive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. During the first inflation, the 6.0 x 200 armada 18 dilatation catheter balloon ruptured at 10 atmospheres. There was no difficulty noted during advancement or withdrawal of the device, and all portions of the device were removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.